Event description:
It was reported that the insulin pump's display was frozen. It was also reported that the insulin pump was damaged. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.